Event description:
It was reported that the pump did not detect cassette. There was no patient involvement, and no patient harm/no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was not duplicated. Performed a no disposable alarm and occlusion test, both passed. Although inspection found a scratched downstream occlusion (dso) sensor. The sensor was ¿flooded¿ with excessive use of glue as well. The most probable cause would have been an intermittent downstream occlusion sensor. The dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.